Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle and thread were already separated when nurse opened the package. No patient involvement. No delay in the procedure, just the time it takes to open another product.

Manufacturer narrative:
Summary of investigation: there are previously confirmed complaints associated with this code batch for the same defect. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 331 closed samples and 5 open unused samples with needle detached from the thread (thread is still wound on the pack). To evaluate the conformity of the closed units received, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. We have checked all the closed samples received and 53 of the samples received have the needle already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples and closed samples received show that the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, a CAPA has been opened.